Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the issue was not confirmed, however, damaged and missing elements were found on the ultrasonic cable and probe, causing a defective display on the ultrasound image. The peeling of the acoustic lens caused the displayed ultrasound image to be defective. It was noted that the cause of the gap at the adhesive on the distal end is unknown. Due to wear of the forceps elevator lever, the upward/downward angulation control knob could not be locked securely. The side unit cover was deformed. The adhesive around the objective lens was worn. The adhesive around the light guide lens was peeled. The connecting tube coating was peeling. Due to wear at the angle wire, the play of the upward/downward knob is out of the standard value. Due to a dent found in the bending tube, the upward/downward knob did not move smoothly. Scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope displayed a compromised image. The scope presented an error on the image and an orange screen. During the evaluation of the device, it was noted there was a gap at the adhesive on the distal end. The stain had made its way inside the lens through the gap. A gap was also found between the acoustic lens and the ultrasound probe. This report is to capture the reportable malfunction for the gap at the distal end on the adhesive and the gap between the acoustic lens and the ultrasound probe.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to external force was applied to the relevant part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b5, e2, e3, and g2.

Event description:
Additional information was received from the reporter. The issue was found during the inspection prior to the procedure and another scope was used for the procedure. There was doubt as to whether there was any dirt on the lens, so the scope was washed before it was sent for repair. The scope was not used on a patient.